Event description:
The manufacturer received information that a trilogy o2 ventilator had a ventilator service required alarm occur at the sales office when the sale representative was preparing the device for delivery to the customer. There was no patient involvement and no harm or injury reported. The device was replaced with one of the same model for the customer. Testing of the subject device produced the reported issue again. The device was sent for repair evaluation where it was confirmed during operational check that ventilator service required alarm sounded. Since error code e-344 was confirmed in the error log, oxygen blender printed circuit board assembly was replaced to correct the issue. Additional findings not related to the malfunction/issue: periodic maintenance was performed. Since noise was coming from motor blower assembly, the motor blower assembly was replaced. Stirring fan foam and 43 micron filter were also replaced accordingly. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
Quality review of the report submitted for this complaint revealed the incorrect date of awareness was entered. This correction report updates the previously reported awareness date of 31 oct 2025 to the correct awareness date (the date the device evaluation was completed) to 12 november 2025. The reported device malfunction and repair detail was reported within the expected prescribed time frame based on the awareness date of 12 november 2025. There is no change or update to the content of the report, and all coding remains as initially reported.